Manufacturer narrative:
The device was returned for evaluation with the implant coil still attached to the pushwire. The evaluation could not determine the cause of the event. (B)(4).

Event description:
It was reported that the concerto coil was prepared for use according to the IFU (instructions for use); however, the coil could not be detached as the physician attempted to deploy it in the patient. The coil was removed from the patient and the procedure was completed with a different concerto coil. No patient injury was reported as a result of the procedure.